Event description:
A customer reported that positive results were recently obtained for a patient sample that previously resulted as negative when testing with immucor anti-fyb, lot 613014.

Manufacturer narrative:
The customer submitted 4 segments for investigation. In-house testing was performed using retention anti-fyb, lots 613014 (expired), 613017 and 613021. Positive results were obtained with all three lots. A product deficiency was not identified.